Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16-us (lot: unknown); product type: 0195-heart valves product ID l-envpro-16-us (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral access was used with an 18fr introducer sheath. The valve was recaptured once prior to full release. Following deployment, moderate paravalvular leak (pvl) was present. A minor vascular complication occurred at the end of the procedure. Percutaneous closure system failure was observed. No treatment was reported for any of the procedural complications. It is unknown if there was a causal relationship between the vascular complications and the device or procedure. No adverse patient effects were reported.